Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2,000 mcg/ml at 500 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a planned pump replacement due to normal eri (elective replacement indicator) on (B)(6) 2022. During the procedure, the physician was unable to aspirate from the catheter so they decided to replace the full catheter. The patient's dose was lowered from 500 mcg/day gaclofen to 200 mcg/day gaclofen. The patient did not report any symptoms of withdrawal or increase in spasms recently. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.